Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. PMA / 510(k)#: k111860, k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false postives. The following information was provided by the initial reporter: (B)(6), dchu 09-mar-23: from (B)(4), max epp, 442960, giardia fp: customer alleging false positive giardia results on epp cat: 442960. Customer stated 12 patient results were confirmed as false positives by reviewing amplification curves. Repeating from same sbt (produced a negative result on repeat). Confirmed with concentrate and hematoxylin slide by microscopy done prior to reporting any results. Ems are ran on a weekly basis. Customer encountered ¿error in result metric¿ with one of the false positive giardia.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00297 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. Please see pr 6909840 to see reported event.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false positives. The following information was provided by the initial reporter: amy hoover, dchu (B)(6) 23. From pr 6909840 - max epp - 442960 - giardia fp: customer alleging false positive giardia results on epp cat 442960. Customer stated 12 patient results were confirmed as false positives by reviewing amplification curves repeating from same sbt (produced a negative result on repeat). Confirmed with concentrate and hematoxylin slide by microscopy done prior to reporting any results. Ems are ran on a weekly basis. Customer encountered ¿error in result metric¿ with one of the false positive giardia.